Manufacturer narrative:
The probe was returned and investigated. Physical examination of the probe under pressure confirmed no leaks at the probe lens joint. Review of the hardware logs from this case established that at the time of the observation, the co2 was not turned on nor showed any evidence of temperature change at tip. This suggests it was not plugged into the interface platform and no recording of probe temp values occured. No pressure changes occured on co2 line until after image artifact was noted. Therefore, the probe was not ever subjected to co2 pressure at the time of the image artifact. The co2 was not the cause of the artifact as evidenced by the fact the co2 was not on until after image artifacts were noted. The cause of the artifact is still under investigation.

Event description:
This report is in response to a user facility report received from the facility. During an MRI-guided laser ablation treatment procedure, a stereotactic guiding device, laser probe and probe driver were set up according to the IFU. The probe was inserted in the brain and the first volume scan was performed prior to initiating any treatment. A black void was observed on the imaging. A hemo scan returned positive for a bleed. However, after a catheter was inserted; no blood was returned. Radiology indicated that void was air. The probe was investigated and confirmed the probe was intact. Another scan was performed and the black void was gone. A new probe was inserted and the procedure continued without any issues. The patient received good treatment and did not experience any adverse effects.

Manufacturer narrative:
The results of this investigation confirmed there was not a co2 leak as reported by the hospital as there was no co2 flow at time artifact was seen in m-vision per the case logs. However, testing of the returned probe in an MRI confirmed an unexpected artifact at both 1.5t and 3t. Additional evaluation confirmed there artifact was ferrous material observed in the adhesive in lens bond area of the probe. This event is an isolated event as there have been no other reports of artifacts observed during MRI from the probe.